Event description:
Device 1: error message when loading angiojet thrombectomy system into machine. Error message read: clean barcode reader or change catheter. Barcode cleaned. Loaded into machine but could not purge air from system. Removed catheter and replaced another one which was successful in loading. Defective system never reached patient. Device 2: error message when loading angiojet thrombectomy system into the machine. Error message read: clean barcode reader or change catheter. Barcode cleaned. Still wouldn't load into machine. Angioject thrombectomy system removed and new one placed. Never reached pt.